Manufacturer narrative:
The field service engineer (fse) removed and cleaned clogged ports #6 and #11 on the blood sampling valve (bsv). The fse replaced lyse sample lines and various tubing as required and resolved the fluid leak issue. The fse completed mode-to-mode verification and optimized latex adjustments. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported differential vote-outs during system startup involving the coulter hmx hematology analyzer with autoloader. During system troubleshooting, the customer noticed fluid leaked from above the blood sampling valve actuator and was dripping onto the pump module and the counter. The customer was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer stated patient samples were not analyzed at the time of the fluid leak. There was no patient impact associated with this event. The instrument was not in use. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.